Event description:
During a maxillofacial reconstructive surgery, it was reported that the posterior cut on the fibula resulted in a fibula segment approximately 2mm longer than was required. This caused a misalignment between the predictive holes and the custom reconstruction plate. To rectify the issue, the fibula was adjusted by removing small pieces of the fibula segment, resulting in a successful reconstruction of the mandible. Subsequently, the predictive holes were re-drilled in the fibula segment to account for the removal of bone. This led to an estimated delay of 25 minutes.